Event description:
Healthcare professional reports left side device rotation. Hcp later reporting textured to smooth implant exchange. The device was explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 7/24/2017. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and anxiety-product/procedure.